Event description:
It was reported that the patient¿s colonscopy revealed single erosion in ascending colon with "rapid oozing" and 2 hemostatic clips were successfully placed. Plavix resumed on (B)(6) 2020. Treatment included hospitalized, changes to medication and blood transfusion. The patient had 2 hemostatic clips placed. Start date was reported as (B)(6) 2020 with a stop date of (B)(6) 2020 and resolved without sequelae. No additional information provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2020 with hemoglobin drop on outpatient labs from 9.1 to 8.0 mg/dl and reporting blood in the toilet the week prior which resolved on its own. The patient was transfused 2 units packed red blood cells (prbcs) but refused further gastrointestinal (gi) workup and left ed. The patient presented again on (B)(6) 2020 for admission, reporting 2 months of diarrhea and intermittent bright red blood per rectum, most recently on the morning of admission. The patient also reported intermittent associated lower abdominal pain. Plavix held for potential gi procedures and further workup. Type of treatment included hospitalization; changes to medication and blood transfusion. No additional information provided.